Event description:
It was reported the thoracentesis was being used in a stat situation. During the procedure the needle fell off. No further details have been provided.

Manufacturer narrative:
(B)(4).